Manufacturer narrative:
This report is being filed to provide additional information in b.5 and h.11. Investigation: the lot number was not provided, therefore, a DHR search could not be conducted for this specific incident. All lots must meet acceptance criteria for release. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that an astotube infusion extension tubing used on the blood warmer had a hole in it that allowed air into the tubing going to the patient. The nurse was paying attention and was able to intercept before any harm was caused to the patient. The customer failed to respond to the attempts made to get further information, therefore patient details are not available. The customer did not report any harm to the patient. The collection set is not available for return because it was discarded by the customer.

Event description:
The customer reported that an astotube infusion extension tubing used on the blood warmer had a hole in it that allowed air into the tubing going to the patient. The nurse was paying attention and was able to intercept before any harm was caused to the patient. Patient information was not provided by the customer; the customer did not report any harm to the patient. The collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Investigation: lot number and expiry information are not available at this time. Investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.11. Investigation: the lot number was not provided, therefore, a DHR search could not be conducted for this specific incident. All lots must meet acceptance criteria for release. Correction: this issue was escalated to the blood warmer manufacturing personnel for awareness. Root cause: a root cause assessment was performed for this complaint. The root cause of the air in the set was determined to be due to a hole in the blood warmer tubing.

Event description:
The customer reported that an astotube infusion extension tubing used on the blood warmer had a hole in it that allowed air into the tubing going to the patient. The nurse was paying attention and was able to intercept before any harm was caused to the patient. The customer failed to respond to the attempts made to get further information, therefore patient details are not available. The customer did not report any harm to the patient. The collection set is not available for return because it was discarded by the customer.